Event description:
Based on medical records provided by the patient's attorney: (B)(6) 2005-patient underwent repair of ventral hernia with a composix kugel mesh. On (B)(6) 2005-post-surgical office visit, patient presented with abdominal pain. On (B)(6) 2008-patient underwent excision of composix kugel mesh and implant of bard composix e/x mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on medical record review, a morbidly obese patient underwent repair of a ventral hernia with a composix kugel mesh on (B)(6) 2005. Approximately two months post-operative the patient was evaluated for abdominal pain, and was noted to have a seroma that resolved without intervention. The medical records note that on (B)(6) 2007, the patient underwent a posterior lumbar fusion and on (B)(6) 2008 the patient underwent excision of the composix kugel mesh and repair of an incarcerated recurrent ventral hernia with a bard composix e/x mesh. It was noted in the medical records that the previously placed mesh was found to be "all crumbled." It was reported that several fascial defects were identified and each contained a piece of omentum adhered to it. The medical records note that the adhesions were all taken down before placing the bard composix e/x mesh. There is no indication in the medical records of an issue with the composix e/x. Based on the information provided, it is unknown whether the device may have caused or contributed to the reported event. The medical records indicated that the patient developed a seroma and adhesions both of which are known possible adverse reactions listed in the IFU. Additionally, no sample was returned for evaluation. No conclusion can be drawn at this time.